Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. The extracorporeal circulation (ec) was connected in a typical way and macroscopically the heart was small. After performing thoracotomy, a completely calcified aortic valve was located. The aortic ring was cleaned of calcifications and valve sutures were placed sub-annularly on small patches. The diameter of the aortic lumen was measured at the annulus level and decided to use a 19mm sjm regent heart valve w/ flex cuff valve. The leaflet function was tested using a mechanical heart valve leaflet tester. During procedure, until the valve was brought on the sutures towards the native annulus, the valve remains in the holder and the valve leaflets are closed. The valve was placed supra-annularly. After tying the first two valve sutures, it was found that the valve was unable to rotate relative to the suture ring and that the valve leaflets were not fully opened. Several more sutures were tied, resulting in a slight improvement mobility. The physician decided to replace the valve. The valve was removed and the mechanical damage visible on the upper edge of the valve ring was related to the use of surgical tools (kocher forceps) used to explant the valve. A new 19mm non- abbott valve was implanted. The subsequent postoperative ultrasound examinations were fine and the pressure gradients were low. Due to the explant procedure, there was significantly prolonged the operation time and resulted in the occurrence of low output and needed to introduce stimulation using intra-aortic balloon pump (iabp) and high doses of catecholamines. After the procedure, myocardial ischemia was noted, due to systematic deterioration of circulatory function and cardiogenic shock, venoarterial extracorporeal membrane oxygenation (va - ECMO) was started. The patient condition was deteriorated. On (B)(6) 2024 at 8.30am, the patient's death was confirmed. The physician mentioned the cause of death was severe cardiorespiratory failure and multi organ failure.

Manufacturer narrative:
An event of rotating difficulty, incomplete coaptation and patient death was reported. The device was returned to abbott for investigation and found a blue piece of thread protruding from the cuff and the bottom rim was chipped in two different areas of the valve. The orifice, pivot guards and recessed pivot areas did not have any visible evidence of surface damage or anomalies. Both leaflets were able to fully open and close with no resistance occurring. Post procedure complications included myocardial ischemia, systematic deterioration of circulatory function and cardiogenic shock which may led to reported event of death. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event, could not conclusively be determined. However, it was mentioned that the cause of death was severe cardiorespiratory failure and multi organ failure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "typically, replacing a mhv would result in approximately 20 minutes of a longer cardiopulmonary bypass time. Most likely this patient did not have adequate myocardial preservation that resulted in a stunned myocardium and the difficulty separating from cardiopulmonary bypass and needing ECMO. The cause of death was less likely to be due to the device. The cause of death may potentially also be related to underlying patient myocardial disease including possibly coronary artery disease."